Manufacturer narrative:
The cause of the low pump flow was a cannula kink resulting from improper positioning upon sheath removal. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation positioning issues, and product damage (cannula kink) is not determined.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device became kinked and was unable to deliver adequate flows after repositioning once the repositioning sheath was removed. The decision was made to place a new pump. No patient harm was reported.